Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated their insulin pump alarmed failed battery test. Customer cannot recall their blood glucose reading. Troubleshooting was not completed. Insulin pump will be returning for analysis.